Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of a transfer set and the titanium adapter; further described as ¿patient¿s transfer set became disconnected from catheter¿. This occurred during after treatment of peritoneal dialysis therapy. The titanium adapter remained in use. There was no patient injury; however, the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.